Manufacturer narrative:
A visual evaluation found that the device was returned in the retracted position. The working length of the device was found to be kinked and bent in multiple places. The pull wire inside the extrusion was also found to be kinked and bent. A functional evaluation found that the brush could be extended and retracted with resistance being felt during the actuation. The inner diameter of the brush lumen was measured and found to within manufacturing specification. The kinks and bends appear to have occurred when the device was placed inside the scope for use. This damage most likely caused resistance between the pull wire and extrusion, which did not allow the brush to actuate smoothly. Therefore, the most probable root cause is operational context. A lot history search was performed and found no other complaints against the reported lot number. (B)(4).

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a biopsy procedure performed on (B)(6) 2010. According to the complainant, the guidewire was inserted into the mid bile duct and the rx cytology brush was advanced to the lesion. When it was attempted to advance the brush, it was unable to open due to resistance. The procedure was completed with another rx cytology brush. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good. This event has been deemed a reportable event based on the investigation results; difficulty retracting the brush.